Manufacturer narrative:
This report is submitted on december 23, 2019.

Event description:
Per the clinic, the patient experienced recurrent infections resulting in a baha connect to baha attract on (B)(6) 2015.